Manufacturer narrative:
Of the 20 allegations of a malfunction, 19 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe> 20</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-80 years of age and between 65 and 235 pounds. Of the reported patients, 12 were male, 8 were female.